Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device alarmed blower temperature high. No patient harm has been reported.